Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-mar-2026, an arthrex subsidiary employee reported via email that an ar-1934bcf-24-2, 2.4 mm biocomposite suturetak suture anchor experienced an issue in which the thread broke during insertion into the bone. The initial device was removed from the patient, and the procedure was completed using a replacement ar-1934bcf-24-2 device. There was no significant procedural delay, and no additional anesthesia was required. The issue was discovered during a procedure on (B)(6) 2026. No patient harm was reported.